Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on their blood glucose levels. Technical support instructed the customer to perform several troubleshooting steps, including disconnecting tubing and delivering boluses, which successfully completed. The customer was advised to replace supplies as necessary and resume insulin therapy.